Manufacturer narrative:
(B)(4). Date sent: 01/14/2025. H4: device manufacture date is currently unavailable. A manufacturing record evaluation was performed for the finished device gst60b with lot number 787c57; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, it was observed that reload of the endostapler presented problems at the time of stapling. The device was assembled according to instruction but at the time of shooting there was no correct formation of the staple line. It was necessary to open another extra reload. The incident did not affect the patient or surgeon in a prejudicial way, there were no fragments formed in the patient. There was no patient consequence nor surgical delay reported. No additional information provided.